Event description:
This relates to the vanish point 3.0cc syringe. Syringe lot number a901204, (B)(4), barcode on the syringe wrapper 13703 10390. A supposedly sterile syringe that contained foreign matter. Our nurse opened a fresh, unused syringe package, punctured the rubber cap of a vaccine vial, inserted the vanishpoint syringe needle into the vial, began to draw the vaccine liquid into the syringe, and at that point noticed a dark hair of about 1 cm in length on the inside of the barrel of the syringe. There was no adverse event to the patient, as this syringe was not used for the injection. We have retained the syringe and its original packaging wrapper in case there are further questions. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: vaccination.